Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, this was a s3 ultra case in aortic position by transfemoral approach. The patient had extreme tortuosity of the left iliac and throughout the aorta. When aligning the valve in the descending aorta, the balloon was lacerated, and the valve was unable to be fully aligned or deployed. After attempting alignment, and suspecting that the balloon was compromised, they pulled negative on the inflation device and blood came back into syringe. Tortuosity had made it challenging to find a coaxial/straight part to align the valve. When attempting to pull the valve into the sheath and remove sheath and commander delivery system together over the wire, the valve would not completely pull into the sheath. When coming out of the left common femoral artery (cfa) with the entire unit, the cfa was slightly torn and a cut down with repair on cfa was performed by the team. The patient was stable the entire time and left the operating room stable. The plan was to bring the patient back at another date for the procedure.

Manufacturer narrative:
Updated e4. Uf report #: 3600510000-2022-8014.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. Imagery provided from the site was evaluated and the following was observed: calcification and tortuosity were observed in the patient's access vessels. The crimped valve remained on inflation balloon and the balloon was filled of blood. The sheath liner was bunched at the distal tip. As the balloon was filled with blood, the complaint for delivery system leakage was able to be confirmed. Based on the condition of the sheath liner, the complaint for difficulty or inability to withdraw system with valve through sheath was able to be confirmed. The complaints for delivery system leakage and difficulty or inability to withdraw system with valve through sheath were confirmed based on evaluation of provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "after attempting alignment and suspecting that the balloon was compromised, they pulled negative on the inflation device and blood came back into syringe." As the delivery systems are 100% tested for leakage during manufacturing, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a pinhole on the balloons or separation of the I/c (inflation to crimp) bond. The reported blood in the inflation device suggests damage in the distal end of the balloon shaft assembly. It is possible high forces on the system during valve alignment resulted in balloon damage. Potential sources of high forces include valve alignment in a tortuous anatomy or with an altered balloon profile. The provided imagery revealed the access vessel was calcified and tortuous. Tortuosity and calcification in the access vessel can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system, weaking the crimp balloon and creating a tear at the I/c bond. It is also possible that excessive manipulation was used to overcome any tension may have resulted in damage to the balloon or delivery system that caused the reported leakage. Without applicable patient or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification, tortuosity) and/or procedural factors (valve alignment in non-straight section, excessive manipulation) may have contributed to the delivery system leakage. As reported, "when attempting to pull the valve into the sheath and remove sheath and commander delivery system together over the wire, the valve would not completely pull into the sheath." Additionally reported, "the patient had extreme tortuosity of the left iliac and throughout the aorta." The provided imagery revealed the access vessel was calcified and tortuous. The presence of tortuosity can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment. The presence of calcification within the access vessel, in addition to an undersized vessel diameter, can create a constrained condition and further contribute to a non-coaxial withdrawal. Such non-coaxiality can contribute to withdrawal difficulties as the delivery system or crimped valve likely caught on the sheath tip. Without applicable patient or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.